Event description:
It was reported to manufacturer that the vns patient, who is implanted with a model 103 generator, experienced an increase in seizure activity and an increase in their seizure intensity and duration. This seizure activity occurred during, and continued after the generator was having the generator field upgrade (gfu) performed. The physician noted that the patient's seizure pattern changed in both seizure frequency and intensity. Prior to being implanted and receiving vns therapy, the patient was having brief generalized tonic +/- clonic seizures approximately 2 to 3 times per day, rare atonics and frequent myoclonic jerks on the left side. When the vns device was turned on and adjusted from 2008, the patient's seizure activity improved. Then when the gfu was performed in 2009, the patient experienced a very intense generalized tonic clonic seizure in the physicians office. After the gfu was performed, for the following two weeks, the patient's seizure activity increased in frequency and duration. The physician indicated that the patient experienced and increase in atonic seizures, staring and unresponsiveness, slumping over for 40 seconds to a minute, +/- a left arm raise or a full body myoclonic jerk several times per day becoming almost constant throughout the day for 1 week. Additionally, the patient was experiencing frequent myoclonic and very intense generalized tonic clonic seizures lasting 40 seconds. As intervention, the physician had the patient try banzel (a new medication) for one week starting after the gfu, and the magnet output current was turned on. However, because the seizures worsened, rather than improved, this medication was discontinued. The physician believes that, since the seizures had worsened, this was a reaction to the vns device being off for 3 minutes, not necessarily the use of the medication. The physician additionally notes that the device being off for three minutes during the gfu on the demipulse generator must have "upset the patient's balance of seizure control". The patient's vns settings prior to the gfu were 2.25ma, 30hz, 500usec, 30sec on, 1.8min off, the magnet output current was off. The magnet output current was programmed off several months prior to the event in 2008. The magnet output current was programmed back on following the gfu event and the patient left the physicians office with the vns device programmed to 2.25ma, 30 hz, 500usec, 30sec, 1.8min, magnet settings 2.5ma, 250usec, 60sec. The physician saw the patient again in 2009, where the physician changed the duty cycle by decreasing the off time from 1.8 minute to 1.1 minute and made sure the magnet pulse width was increased to 500 microseconds. Using the magnet swipes, the patient seemed more alert and the seizures spaced out but they were still fairly ongoing. The pt was prescribed lorazepam, which appeared to improve the seizures. The patient left the physician's office with steady independent gait, and was alert. The physicians also noted that the vns being off for the gfu event "probably just upset his balance of seizure control, and feels this is clearly a clue that the vns was doing something for the patient. The patient and the family are very pleased with the vns. They just have to find that balance again".

Manufacturer narrative:
Due to the concurrent medication changes that occurred, in addition to the vns device being off for the gfu event, there are multiple possible contributory factors to the patient's seizure activity. Therefore, no specific conclusion can be drawn regarding the cause of the event.